Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an iris burn was observed while using an active sentry handpiece supported with phacoemulsification tip (phaco tip) during performing the phaco mode of a dense grade four cataract surgery (with intra ocular lens implantation) with incision size of normal 2.4 millimeter (mm). It was suspected that either the sleeve was not protecting from thermal injury or the shaft of tip was having contact with the iris cause the burn. There was a mild iris defect but no impact to the patient. There was no requirement of any surgical or medical intervention too. This report pertains to phacoemulsification tip involved in the reported events.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photo shows an eye- there was opaque iris tissue visible in the three (3) o¿clock position, white/gray is the iris injury. Reported issue cannot be confirmed from photo. The attached clinical information review confirms the shaft balance tip contact with iris cause the burn. However, because a sample was not returned and the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. A sample was not received at the investigation site, and no lot information is available. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification (phaco) tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.